Event description:
It was reported that a user experienced hyperglycemia with blood glucose around 240 mg/dl while using the ilet and noted that levels were trending downward during the call; the agent provided troubleshooting and education, and no alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included no reported injury, no medical intervention beyond self-monitoring, and no hospitalization. Investigation included case review and user counseling. Investigation of this case revealed no device malfunction reported and suggested that hyperglycemia was likely related to early algorithm learning after recent initiation of therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.